Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as low blood glucose level. The customer's high blood glucose level was 400 mg/dl the customer's low blood glucose level was 36 mg/dl. The customer declined to troubleshooting for high blood glucose and low blood glucose level. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No device deficiency anomaly and no led back light anomaly noted during test.(B)(4).